Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The device was visually and microscopically inspected for damage. The renegade device showed 2 areas of stretching and fractures on the shaft. The damage was located 39.5cm and 43cm from the hub. The guidewire was stuck in the device. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2022. It was reported that there was difficulty advancing and retracting the catheter. A 135/10 renegade hi-flo kit was selected for use in the liver. During the procedure, it was noted that the wall of catheter was not smooth, and the device could not advance and retreat normally. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed that a shaft fracture occurred.